Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritated, open skin on their entire back. The patient also stated the device is uncomfortable, too heavy and cumbersome, monitor falls all the time. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed ended use stating the patient no longer needed the lifevest. Follow up indicated that the skin irritation improved.